Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Alternative report identification number: (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The consumer¿s reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot number was not provided. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. Lot number, unknown, not provided. UDI #: unknown, as lot number not provided. Expiration date: unknown, as lot number not provided. Alternative report identification number: (B)(4). Manufacturing date: unknown, as lot number not provided. Device evaluation: an investigation could not be performed as the consumer refused to return the product. Manufacturing record review: a review of the records could not be performed as the lens case lot number was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the allergan cup (lens case) grew mold between the three holes and the filter. No further information was provided.